Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that 2¿3 years ago, they turned off their ins because it shocked them off. But a few months later, the patient started to feel pain in their back. Patient said that the pain was on and off before, but now, they felt pain more often that made them cry. Patient said that they had a fall and that was when the pain started. Patient said that their bladder dropped again. Patient added that they have tried everything, but nobody can tell them what might cause that pain. Patient said that they moved to a different location, so they have not seen their healthcare provider (hcp), but they have an appointment with another doctor to have their ins checked.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.